Event description:
A doctor had implanted a memorylens in a patient's left eye in 1999, which lens has opacified. The patient has a pre-existing medical history of diabetes and glaucoma, and their visual acuity at exam in 8/2002 was 20/200 os. The doctor is planning on explanting and replacing the lens at some point in the future.